Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided through follow-up with a patient care technician (pct) from the facility. The pct said the blood leak occurred with an hour remaining in the treatment. The pct was unsure how much time had elapsed. The blood leak was reported to be internal. Blood was reportedly visible in the dialysate, and in the hansens. The pct said the machine, a fresenius 2008t machine, had been alarming throughout the treatment. However, they were unsure if a blood leak alarm occurred. The pct said that a blood leak alarm could have occurred, but stated that it wasn¿t the primary alarm. When the treatment was stopped, the machine was displaying a venous pressure alarm and an air detector alarm. The pct said that a blood leak test strip was not used. There was no visible damage or defect noted on the dialyzer. Nipro bloodlines were in use for the treatment. Following the event, the patient¿s blood was not returned. Estimated blood loss (ebl) was 300 ml. The pct confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient elected to discontinue their treatment. The patient¿s treatment was not completed. The machine was removed from service to be cleaned and disinfected. After it was cleaned and checked, the pct said that it was put back in service. The machine did not require any repair work. No photos (of the dialyzer or dialyzer label) were available, and the sample was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.